Event description:
A catheter break at the distal segment was reported. Cause was unk. The drug infused was morphine and compounded baclofen. The catheter was replaced. Pt was hospitalized and sustained no injury.

Manufacturer narrative:
(B)(4).